Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
Patient reported that his "heart hurts" when the pacemaker is pacing the heart. Patient said when he is sitting down, he is fine around "60" but "as soon as I start talking, it hurts". Patient said they turned "off" the lower lead, because "I didn't really need it" and they "turned off rate response, because that was really hurting". The device was later explanted and replaced. No further patient complications were reported as a result of this event.